Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic event and lost consciousness when her cgm was reading 98 mg/dl. Pt's husband called paramedics and pt's bg was measured at 28 mg/dl. At the time of her call to dexcom technical support, pt was feeling fine.

Manufacturer narrative:
Currently, it is unk whether nor not the device may have caused or contributed to the event. The device in question was returned to dexcom for eval. Laboratory testing revealed that the receiver was functioning properly, but the data around the event was not available. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.